Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a needle/syringe combo. The customer states the syringe appears to suck in air while aspirating medication causing air bubbles.